Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode reaching 64 mg/dl blood glucose (bg). The user corrected with soda. The user panicked during the episode. He was out of range for less than 90 minutes and did not require any further intervention. The user was advised to do the available software update.